Event description:
Information received indicates the brake casters at the head of the bed are not locking due to a broken rocker arm.

Manufacturer narrative:
The technician used a brake/steer upgrade to repair the stretcher.